Event description:
It was reported that thursday morning the patient reported high watts on his heartware lvad. Patient presented to the ER, labs and device download supportive of probable pump thrombosis. Patient was taken to operating room on friday morning (B)(6) 2017 for pump exchange for pump thrombus.